Event description:
From essure device, I've experienced undiagnosed ana autoimmune issues, inflammation. Vitamin d and b12 deficiency, bladder and incontinence issues, severe fatigue, brain fog, cramping, sharp pelvic pain, abnormal menses, period stops, bacterial vaginosis. Endometriosis, hot flashes, excessive bleeding during period, painful ovulation, night sweats, loss of libido, painful periods. Painful intercourse, sexual dysfunction, lack of menstrual cycle, yeast infections, frequent urination, uti, breast pain/tenderness, breast fibroids and pre cancer cells. Abdominal and facial muscle spasms, back, joint, chest, breast, spine and hip pain, chronic pelvic pain. Gastrointestinal issues, acid reflux, severe bloating. Heartburn, neurological issues with memory loss, confusion and inability to concentrate. Vision changes, headaches, tingling sensation in arms, hands and feet. Numbness, nerve pain, anxiety, gluten sensitivity, loss of hair, swelling in hands and feet. Thyroid disease, gallbladder removal, extreme weight gain with inability to take it off excessive sweating. My health has been deteriorating since receiving the essure device approx 8-10 years ago with increase in deteriorating/issues for the past 5-6 years.